Event description:
The surgeon inserted a aa204vt, single piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The cause of the lens tear was due to the way the lens was loaded. Surgery was completed with another lens. This is the first lens for the same pt. See MFR report #2023826-2006-00265.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product showed that one lens haptic was torn off and missing and the other lens haptic was torn. Clear surgical residue/ debris on the product. Conclusion (no conclusions can be drawn): based on the complaint history and evaluation of thereturned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. Claim # 407382.